Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). Product not returned to manufacturer.

Event description:
Dr. Indicates screw is stripped and a tool was requested to remove screw.